Event description:
Patient was revised. Reason for revision is unknown at this time. **update**(B)(6) 2012; doi: (B)(6) 2008 patient fact sheet was received. The doi has been updated. **update** ((B)(4) 2012) litigation papers received (B)(4) 2012 and attached. Complaint changed to legal. Dob added. Litigation alleges patient had synovitis, necrosis, loosening of prosthesis, metallosis, inflammation and chromium and cobalt toxicity. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision is unknown at this time.